Event description:
Reporter indicated that a vns patient's stimulation was discontinued due to a manic episode. The patient wishes to continue stimulation because of the efficacy received from the device. Good faith attempts for additional information have been unsuccessful to date.